Manufacturer narrative:
Argus case (B)(4).

Event description:
Bacterial parotitis [bacterial parotitis]. Aptyalism [saliva decreased]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of bacterial parotitis in a (B)(6) year-old female patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer and rheumatism. On an unknown date, the patient started new poligrip sa. On continued in additional info section. An unknown date, an unknown time after starting new poligrip sa, the patient experienced bacterial parotitis (serious criteria gsk medically significant), saliva decreased and device use error. On an unknown date, the outcome of the bacterial parotitis was not recovered/not resolved and the outcome of the saliva decreased and device use error were unknown. It was unknown if the reporter considered the bacterial parotitis, saliva decreased and device use error to be related to new poligrip sa. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, new poligrip sa was used for 5 or 6 years. Without using new poligrip sa for lower teeth, the consumer could not eat food. The consumer applied new poligrip sa thrice a day, and the daily use might have been more than 3.0 cm. A medication for rheumatism was orally administered for approximately 30 years. About 4 years before, the neck was swollen and had purulence, then, the consumer consulted a physician. The consumer advised to go to an otolaryngology. At the otolaryngology, the patient was informed of bacterial parotitis (seriousness criteria: gsk medically significant). A medication was provided, and the patient went to the otolaryngology approximately 3 times. The purulence subsided. However, the swelling persisted. In september, the duration of the swelling became 4 years. Saliva decreased (seriousness criteria: non-serious) was also diagnosed. Capsule was provided and orally administered. Due to insufficient efficacy, capsule was discontinued.